Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed therapy pcb assembly was further evaluated by the failure analysis center. The cause of the reported failure was determined to be a cracked and open filter, designator fl29.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event codes. After an evaluation of the device, it was observed that the device would no longer deliver defibrillation energy.